Manufacturer narrative:
This report was filed by the manufacturer.

Event description:
Customer reported set leaked blood while on a pt. Requested additional info about event from customer and no answer as of the date of this report. Date of event unk. Product not received as of the time of this report. If product received, a f/u report will be sent when investigation complete.